Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('daily abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), general physical health deterioration ("deterioration in general health"), fatigue ("fatigue"), tendonitis ("tendinitis"), cervicobrachial syndrome ("pronounced cervicobrachial neuralgia"), depression ("depressive state") and myalgia ("muscle pain"). The patient was treated with surgery (implant removal and hysterectomy by laparoscopy scheduled for (B)(6) 2021). Essure treatment was not changed. At the time of the report, the abdominal pain, general physical health deterioration, fatigue, tendonitis, cervicobrachial syndrome, depression and myalgia outcome was unknown. The reporter provided no causality assessment for abdominal pain, cervicobrachial syndrome, depression, fatigue, general physical health deterioration, myalgia and tendonitis with essure. The reporter commented: implant removal and hysterectomy by laparoscopy scheduled for (B)(6) 2021. Amendment: the report was amended for the following reason: nca number added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('daily abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), general physical health deterioration ("deterioration in general health"), fatigue ("fatigue"), tendonitis ("tendinitis"), cervicobrachial syndrome ("pronounced cervicobrachial neuralgia"), depression ("depressive state") and myalgia ("muscle pain"). The patient was treated with surgery (implant removal and hysterectomy by laparoscopy scheduled for (B)(6) 2021). Essure treatment was not changed. The reporter provided no causality assessment for abdominal pain, cervicobrachial syndrome, depression, fatigue, general physical health deterioration, myalgia and tendonitis with essure. The reporter commented: implant removal and hysterectomy by laparoscopy scheduled for (B)(6) 2021. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 29-dec-2020. The most recent information was received on 08-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('daily abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), general physical health deterioration ("deterioration in general health"), fatigue ("fatigue"), tendonitis ("tendinitis"), cervicobrachial syndrome ("pronounced cervicobrachial neuralgia"), depression ("depressive state") and myalgia ("muscle pain"). The patient was treated with surgery (implant removal and hysterectomy by laparoscopy scheduled for (B)(6) 2021). Essure treatment was not changed. At the time of the report, the abdominal pain, general physical health deterioration, fatigue, tendonitis, cervicobrachial syndrome, depression and myalgia outcome was unknown. The reporter provided no causality assessment for abdominal pain, cervicobrachial syndrome, depression, fatigue, general physical health deterioration, myalgia and tendonitis with essure. The reporter commented: implant removal and hysterectomy by laparoscopy scheduled for (B)(6) 2021. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.